Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. Based on the results of the investigation, it was presumed that the suggested event may have occurred due to physical stress such as scrabbing, hitting insertion section, chemical stress from reprocessing unrecommended in IFU (reprocessing manual), and stress from poor storage environment (in direct sunlight, at high temperature, in high humidity, or exposed to x-rays, ultraviolet rays, etc.). However, the definitive root cause of the reported event could not be determined, and the device did not meet the specifications, thereby confirming the occurrence of the event. The event can be detected/prevented by following the instructions for use in: 3.2 inspection of the endoscope. 5. Inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, peeling, scratching, holes, sagging, transformation, bends, adhesion of foreign body, dropout of parts, any protruding objects or other irregularities. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection, the fiberscope exhibited peeling on the connecting tube. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.